Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the partial pressure of carbon dioxide (pco2) value failure occurred several times. The pco2 value was high, approximately 80-100 mmhg. After the unit was recalibrated, the pco2 value was normal. The user stated they used a prime solution which contain solacet f (including acetate). The prime solution includes acetate, but ph is over 7.00. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This is a known issued and is addressed on the "instruction for use" (IFU). The product was not available for evaluation or testing. No additional action will be taken at this time.